Manufacturer narrative:
Device label code for f10. Position 1 and 2: 1738. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab leaked. As a result of the event, the pt had an embolectomy. The following was rpt'd to co on 8/4/97: blood was noted in the iabp filling tube. The iabp pump was put on standby. As a result of the event, the pt lost pulses in the right leg after the iab was removed. After the event, the pt leg remained slightly cyanotic. The pt was given high doses of dopamine and epinephrine. Event complications: embolectomy - rpt'd 7/18; right foot cyanotic - rpt'd 8/4/97. Pt current status: on dopamine - rpt'd 8/4/97.